Manufacturer narrative:
H:10: deviation could be reproduced during the investigation. The visual inspection revealed traced of blood and other fluid which caused the mechanical part on the main shaft to block. The root cause was one stuck mechanical part on the main shaft.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). The technician checked the machine in the hospital and noted traces of fluid inside the erc. Additional information provided revealed that appropriate alarm was displayed during the event. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp / 620mm even if erc was turned on from the menu screen, an alarm occurred and it could not be opened or closed.